Event description:
It was reported that the pt underwent a sling procedure in 2004. Forty-eight hrs post op the pt returned and underwent a successful voiding trial. The following day the pt presented to the ER with erythema at the exit site and the diagnosis was cellulitis. Urine cultures were negative. The pt was admitted and started on IV antibiotics. The following day the area was stable. 5 days later the area was indurated and the pts wbc count was elevated. A CT was done and showed air in fluid in the thigh 8 cm deep almost to the level of the femur and deep to the abductor muscle. The pt was taken to the o.r. When the pt was put into sturrups there was pus oozing out of the vagina. Physician believes that the thigh abscess decompressed through the obturator then through the vaginal incision. Physician then opened the vaginal incision and took the sling out easily. Physician also incised over the exit point and the top muscle, fat layer and the fascia over the muscle was normal appearing. The underside of the muscle contained pus and extended about 15 cm down the thigh. There was two pockets of pus. The area was incised and two drains were placed one on the thigh and the other in the vagina. The pt was then kept in the hosp for 5 days on IV antibiotics. The drains were removed and the pt was sent home. The pt was seen 9 days later and the vaginal incision was healing well. The thigh incision was also healing well. The wound has grown peptostreptoccocus.